Manufacturer narrative:
(B)(4). Date sent: 12/21/2022. D4: batch # 737a03. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pce60a device was returned with the anvil bent upwards and with no reload present, which is a sign of incorrect use or abuse by the user in addition, the firing trigger and the spring firing trigger were noted to be missing. However, the device was fired during the surgery (it means that the firing trigger was present at the time). Due to the condition in which the device was returned it is not possible for us to know what happened to the trigger. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due to the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. The event described of would not open could not be confirmed as the device opened without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 737a03, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the echelon flex didn't properly work. The device got stuck to the tissue. It closed while firing but didn't open anymore. A new same like device had to be used to complete the procedure. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.